Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. Based upon the information we received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that while attempting to implant a left ventricular lead, the physician dissected the patient¿s coronary sinus while trying to advance the outer catheter as the physician advanced the left ventricular lead into a branch. The lead was not placed. There were no adverse patient effects as a result.

Manufacturer narrative:
Analysis was normal. No anomalies were found.